Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was testing in settings mode. The complaint was classified based additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to provide additional information during a follow-up call. The patient reported that the alleged meter issue began intermittently on (B)(6) 2015 at 3:37pm. The patient informed the customer service representative (csr) that he manages his diabetes with insulin (self-adjuster) and claimed he took less food in response to the alleged issue. The patient reported that 20 minutes after the alleged issue began he became ¿hypoglycemic¿. The patient reported taking his ¿little tablet¿ in response to his symptoms. The patient claimed that when he was able to obtain a reading with the subject meter, a result of ¿42 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.